Event description:
A 10 mm. Balloon dilator was used for initial dilation of the sigmoid colon in preparation for colonic stent placement. The physician then used a 12 mm. Savary dilator for additional dilation. The intended use of the savary dilators is dilation of esophageal strictures as stated in the instructions for use. The use of the savary dilator resulted in a perforation of the descending colon. The pt underwent surgery for repair of the perforation. Info provided indicated the surgeon found additional obstructions, therefore the pt would have been sent to surgery regardless of the perforation. The pt's conditional was reported as good.